Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was unable to get the insulin pump to respond. The device had alerted it was low, she was unable to clear it and it alarmed button error. She attempted to rewind the device and it didn't respond. She changed the battery and she was able to rewind, but then it wouldn't respond. Customer's blood glucose was unknown. Her customer didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.